Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while a clinician was checking a change in rate from 14ml/hour to 16 ml/hour the patient indicate the infusion was set to 60ml/hour. There was patient involvement but no harm.